Manufacturer narrative:
The camera was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned polaris spectra system control unit (scu) would not power up on the test bench. A check of the fuses found that both fuses had blown. After replacing the fuses, the scu returned to normal function. A check of the event log did not show any adverse events. The scu is now fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the optical camera does not work, there are no green leds on the camera front panel. No patient was present at the time of the event.